Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, a stent could not cross a prior placed stent. The 90% stenosed lesion was located in moderately tortuous and non-calcified right coronary artery. A 2.50x20mm taxus liberte' was advanced to the lesion but could not cross two taxus liberte' stents previously implanted in the lesion. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed that there is stent damage.

Manufacturer narrative:
No product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Manufacturer narrative:
On 12/29/09 and 01/06/10 e-mail request for information and device return to sales representative to no response. A device history record review was not possible due to no lot/serial number was provided and the device was not returned.

Event description:
Reportedly, an edwards valve of unknown model and size was explanted in 2009, due to unknown reason. The implant duration is unknown. No additional information has been provided.